Event description:
The catheter came off. This incident occurred after 8 days after placement. The device was placed under femoral vein. The catheter was already retrieved by snare. The port, catheter lock and catheter (31.5 cm) were returned. The patient passed away a few days later.